Event description:
It was found through review of medical records that patient had a revision and removal of bipolar component and femoral head due to gross instability caused by dislocation. Femoral component was well fixed; hence it was not removed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.